Manufacturer narrative:
Complaint is confirmed. Performed investigation. Meter is unlocked to mg/dl. Readings with an 18 cal code were found in glucose log. Error 0806 was found in error log. Calibration parameters were within specification. Memory overwrite was observed. Meter is inoperable. Customers and retailers have been informed through the adc fa16 may, 2006 letter.

Event description:
Customer reported the unit of measurement setting of their unlocked freestyle flash meter had changed. There was no report of death, serious injury or mistreatment associated with this event.